Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the high voltage cable and calibrated the collimator. The system operates as intended.

Event description:
It was reported that the 9800 system had a mag one mode failure which displayed iris blades and not magnifying image. No patient injury was reported.